Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the customer's information technology (it) department was troubleshooting noise on electrocardiogram (ECG) recordings with patients. When connecting the module to a simulator they get a good waveform. Troubleshooting found the same issue even with the new set of cables they received. It has adjusted the recording settings and when using a live patient the ECG can only be read if the noise filter is set to the maximum setting. A new module was ordered for the client. No patient complications have been reported as a result of this event.